Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Customer stated that she was previously confused about how to properly bolus, but was no longer having the issue. The customer also stated that she was unable to hear the alarms and had trouble feeling the vibration of the insulin pump. Blood glucose level at the time of the incident was not provided. Customer declined troubleshooting and will not return the device for analysis.